Event description:
It was reported that the device was received with the end-effectors bent. It is unknown if it was used in a procedure. No patient impact reported. No details of what occurred with the device.

Manufacturer narrative:
(B)(4). Additional information and device evaluation checked in initial 3500a medwatch submission in error.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition with the jaws properly aligned. Upon cycling the device, it was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. No conclusion could be reached as to what may have caused the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.